Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: lot of resistance when pushing medication through needle some syringes unable to push medication through needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle only was clogged. The following information was provided by the initial reporter: lot of resistence when pushing medication through needle some syringes unable topush medication through needle

Manufacturer narrative:
H6: investigation summary a device history record review was completed by our quality engineer team for provided material number 305916 and lot number 2024137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h10